Manufacturer narrative:
The device was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump was programmed with multiple bolus units and all bolus units delivered completely their indicated amounts and were properly recorded in the bolus history file. No unexpected bolus anomaly noted. The device passed self -test. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not recording boluses properly. Blood glucose level at the time of the incident was not provided. Caller stated that her doctor downloaded the insulin pump and none of the recent boluses were recorded. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.